Manufacturer narrative:
Spacelabs technical support restarted all the exhibit telemetry receivers at the customer site. Following the restarts, the customer confirmed that all channels were reporting to the central station without any further issues. While the reported issue was resolved, cause of failure was not established. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that they had performed a scheduled switch restart on their network. Following the restart the exhibit telemetry receivers did not return online as expected. There was no patient or user harm associated with this event.